Manufacturer narrative:
Results: device could not be evaluated due to the condition in which it was received.

Event description:
The lens could not be folded for insertion into the delivery device. Another lens was used for the procedure.